Event description:
It was reported that the balloon could not be entirely inflated during use. No patient complications were reported.

Manufacturer narrative:
We received one 774f75 catheters with an attached monoject 3ml syringe with 1.5 ml limited volume for examination. The balloon inflated but failed to maintain inflation for 5 minutes due to an interlumen leakage observed between inflation and distal lumen in the backform. Further testing confirmed the leak to be occurring from inside the backform. An x-ray revealed a void in the backform . All other through lumens were patent without any leakage or occlusion. No other visual damage, contamination, or other abnormalities were found on the catheter and syringe. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A review of the manufacturing records indicated that the product met specifications upon release.